Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided what their weight was at the time of the event. No further com plications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, when the patient went to check their therapy using their programmer, their stimulation went down and quit, which was confirmed to mean that the patient's therapy stopped and was showing an informational power on reset (por). It was unknown if the por was related to an overdischarge event. The patient had tried contacting the rep but got their voice message and was unable to leave a message. Patient services reviewed how to clear the por using the patient's programmer, which resolved the por. The patient was able to turn therapy back on and was getting adequate therapy. No further complications were reported or anticipated.